Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving a reading on his adc blood glucose meter of "100 mg/dl to over 200 mg/dl" that was higher than what he felt. Customer went to an hcp on (B)(6) 2018 who injected the customer with an unspecified medication. It is unknown what the customer was diagnosed with as the customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading on his adc blood glucose meter of "100mg/dl to over 200 mg/dl" that was higher than what he felt. Customer went to an hcp on (B)(6) 2018 who injected the customer with an unspecified medication. It is unknown what the customer was diagnosed with as the customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.